Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, right atrial (ra) lead dislodgement was noted. The suspected cause of the ra lead dislodgement was physician error while extending the helix mechanism into the heart tissue. The ra lead was repositioned to resolve the event. The patient was stable.